Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer had experienced a low blood glucose incident in 2012 when the insurance took him off the sensor. Customer stated he ended up driving his vehicle and it went into a ditch and ended up in the emergency room. Customer stated accident occurred (B)(6) 2013. Customer blood glucose was 80 mg/dl when he arrived at the emergency room. Customer prior to the accident he had eaten breakfast and 20 min later left the house and a mile out, he had his accident. He went to state his body releases insulin when he doesn't expect it and causes the low. No troubleshooting was performed on the insulin pump and it's not returning for analysis.